Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic gastrectomy, the device was unable to fire and the surgeon was unable to squeeze the handle while cutting the stomach. The device was replaced to complete the case. There was no patient injury.